Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed and no physical damage is observed on sensor patch. Sensor plug was properly seated in the mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode was observed. Set the low and high glucose thresholds in the reader¿s alarm settings. Activated sensor with a known good reader and performed linearity test. Low and high glucose alarms were successfully activated. No malfunction or product deficiency was identified. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low/high alarm issue was reported with the adc freestyle libre 2 sensor. A caller reported the sensor failed to alarm when their blood glucose was low and as a result, the customer was unable to obtain sensor scans. The customer experienced a loss of consciousness and was unable to self-treat, requiring ¿grapes¿ from his girlfriend as a treatment. There was no report of death or permanent injury associated with this event.

Event description:
A low/high alarm issue was reported with the adc freestyle libre 2 sensor. A caller reported the sensor failed to alarm when their blood glucose was low and as a result, the customer was unable to obtain sensor scans. The customer experienced a loss of consciousness and was unable to self-treat, requiring ¿grapes¿ from his girlfriend as a treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low/high alarm issue was reported with the adc freestyle libre 2 sensor. A caller reported the sensor failed to alarm when their blood glucose was low and as a result, the customer was unable to obtain sensor scans. The customer experienced a loss of consciousness and was unable to self-treat, requiring ¿grapes¿ from his girlfriend as a treatment. There was no report of death or permanent injury associated with this event.